Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting inverted image, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the endoscope plus to perform analysis. The endoscope was analyzed and reported failure was confirmed. Failure analysis found the advance endoscope adapter (aea) damaged due to friction and a discoloration of the housing was also noted. The endoscope was found to have mechanical damage to button and desiccant container was found to be damaged with loose desiccant balls. The complaint regarding inverted image was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting inverted image, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the endoscope plus instrument, however, failure analysis has not completed their investigation. Therefore, the probable root cause cannot yet be determined based on the information provided. A follow-up MDR will be submitted when failure analysis has completed their investigation and if additional information is obtained. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope plus had an inverted image. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
During a da vinci-assisted low anterior resection surgical procedure, the customer called intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the picture they were viewing was inverted. The tse requested the customer to reseat the endoscope, but issue persisted. The tse requested to replace the endoscope. The tse checked the system logs, and no errors were present. Tse advised the customer on exchanging the faulty scope. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) has made follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.